Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery/charger fault) was confirmed. Upon eval, the battery pack was found to have mismatched cells, with one cell reading 0.071 volts. The root cause of the mismatched cells cannot be positively determined. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(4) distributor contacted zoll lifecor customer support to report that battery (B)(4) needed repaired.